Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted the date listed in section is an approximation based off the customer indicating the event occurred around (B)(6) 2016. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported customer was receiving erratic readings from his adc blood glucose meter. It was further reported that around (B)(6) 2016 customer received the following readings: 181 mg/dl at 4:07 pm and 55 mg/dl at 4:13 pm. The readings when plotted on a parkes error grid fell into the "b" zone showing the difference in values is not considered clinically significant. Caller further reported that after getting the readings customer was brought to a hospital and was treated with unspecified intravenous fluids for hydration in addition to having his carbohydrate intake changed. Caller could not recall what other treatments may have been provided to the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product was returned, extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the lite meter and omni strips were reviewed and the dhrs showed the lite meter and omni strips passed all tests prior to release. A tripped trend review was completed and showed no trips for the freestyle lite meter and the reported complaint. A tripped trend review was completed and showed no trips for omni strips and the reported complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's mother reported customer was receiving erratic readings from his adc blood glucose meter. It was further reported that around (B)(6) 2016 customer received the following readings: 181 mg/dl at 4:07 pm and 55 mg/dl at 4:13 pm. The readings when plotted on a parkes error grid fell into the ''b'' zone showing the difference in values is not considered clinically significant. Caller further reported that after getting the readings customer was brought to a hospital and was treated with unspecified intravenous fluids for hydration in addition to having his carbohydrate intake changed. Caller could not recall what other treatments may have been provided to the customer. There was no report of death or permanent injury associated with this event.